Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's physician commented that medtronic batteries fail sooner than other brands and that the patient's pacemaker was going to be replaced. No patient complications have been reported as a result of this event.